Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced low blood glucose. Blood glucose reading was below 30 mg/dl. The customer stated they knew they had low blood glucose but was unable to check blood glucose due to unresponsiveness. Customer stated they declined emergency medical service but due to demeanor and responsiveness the help line contacted emergency medical service. Customer stated there was unknown insulin pump alarm. Customer stated they ate 3 glucose tablets. The paramedics assisted the customer on the scene and they were not taken to the hospital. The customer stated that working outside and forgetting to eat may have contributed to the low blood glucose readings. Troubleshooting was not done due to low blood glucose. Auto mode feature was unknown during the process. The pump will not be returned for analysis.